Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery voltages input output was found to be ok. There is a problem suspected with power supply assembly and it need to be replaced. The unit was checked with trainer battery given 120min battery backup. The fse replaced the front end pcb ( 0670-00-0668) after the customer approving the po. The unit passed all safety and functional checks as per factory specifications.

Manufacturer narrative:
Additional point of contact- anupam a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) had battery indications shows empty on the machine screen. There was no patient involvement.